Manufacturer narrative:
The referenced report of the previous percutaneous lead (driveline) infection was reported under medwatch MFR report #2916596-2018-00867. (B)(6) unique identifier (UDI)#: (device identifier) ¿ (B)(4). Approximate age of device - 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lvad system had a driveline infection and was treated with antibiotics for many months with blood culture surveillance by the implanting center and an outside hospital. On (B)(6) 2017, the blood cultures results were positive enterococcus faecalis. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.